Event description:
The customer received questionable ion selective electrode (ise) sodium results for qc material and approximately 16 patient samples. The patient samples were sent to another laboratory for repeat testing on a cobas 6000 analyzer. Of the data provided for 12 patient samples, only the results for 3 patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial result was 124 and the repeat result was 132. Patient sample 2 initial result was 134 and the repeat result was 142. Patient sample 3 initial result was 133 and the repeat result was 140. All of the results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was 21523353 with an expiration date of 05/24/2013. The field service representative determined the ise settings were misadjusted. He replaced the sodium and reference electrode, replaced probe c and dosage syringe c. He cleaned the ise valves, replaced the ise waste pump, ise spool tubing, and ise tubing. He adjusted the dry/mix, performed ise wash time, conditioned ise tubing three times, performed electrode service and then initialized the ise module with no errors. To verify the analyzer operation, he ran controls 10 times to the customer's satisfaction. He also performed a check test.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.